Event description:
The user facility reported that their endogator tubing is being lacerated in the pumps during procedures and causing water to leak onto the floor. No report of injury.

Manufacturer narrative:
One of the damaged devices was returned to medivators for evaluation and confirmed the tubing was cracked resulting in the reported event. The investigation into the reported event is in process; a follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The endogator tubing evaluation determined that the cause of tubes lacerating in pump was likely the result of the user facility using new pump heads. The user facility had replaced old pump heads with new pump heads (with new rollers). When the pump was turned up to max flow, the water pressure built up in front of the rollers faster than it can be expelled through the tubing causing the roller to damage the tubing. The user facility was counseled to turn down the flow rate during the initial use of the new roller heads to prevent this issue. The endo stratus irrigation pump instructions for use include the following instructions for proper operation of the pump including flow rates. The IFU states, "the flow control should always be set at the lowest setting at the start of the procedure and be increased incrementally to a level commensurate with the clinical condition of the patient and the degree of irrigation required. Excessive water pressure may result in damage or injury to patient including perforation of patient anatomy." The IFU further states, "always watch for abnormal flow rates and adjust the flow rate as necessary. If an unusual flow rate remains after adjustments have been made, then stop the procedure and investigate. Only qualified medical personnel in an acceptable medical facility should operate the endo stratus irrigation pump. The instructions for use described in this manual must be followed. Otherwise, compromised safety, malfunction, injury to the operator and/or patient, or costly damage to the unit and other equipment may occur." No additional issues have been reported.